Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone during installation of device. The fse informed tac that he did not have another fiber to test, but mentioned his fiber was good since a 150u fiber was being used for testing. It was suggested that he test the fiber on another device if it was available. It was determined that the fse will need to exchange the device. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during installation of the subject device, while performing inspections and performing the optical power test according to the service manual, a laser sub system error 10 occurs when selecting the ready button for beam firing. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the system error 10 was identified. It is likely the result of the laser subsystem failed when commanded to output energy during the optical power test; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.